Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. Review of the device history record showed that there were no issues during the manufacture of this product which would be expected to contribute to this complaint condition. The assignable root cause was determined to be due to environmental conditions. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the colibri handpiece device trigger was stuck in the activated position, had foreign substance in the trigger assembly and corrosion of the trigger shaft. It was further determined that the device failed pretest for check for sticky triggers, check the forward/reverse mode function, check the oscillation mode function and check the switching function. It was noted in the service order that the device forward trigger was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.